Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer replaced supplies as necessary and resumed insulin therapy.